Event description:
Customer reported that the buttons on the insulin pump were not working when attempting to bolus. Customer stated that the buttons were unresponsive. Customer's blood glucose reading at the time of the call was 86 mg/dl. No further information reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded button on keypad traces. The device had cracked lcd window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip.